Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms a small piece at the distal end of the inner shaft is broken. The broken piece was not returned with the device. Moreover, it was observed that the handle color is completely faded and the device is in a worn condition. The failure of the tip indicates excessive force was applied during the device usage. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. The lot number indicates that this reusable device is about 9 years old and probably has seen heavy use that could have potentially contribute to the reported failure. We cannot discern a definite root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that the customers cord cutter failed during a meniscal repair due to the blade at the tip of the thread cutter is broken off intraoperatively before the cutting process. Metal piece is still in the patients knee. The procedure was completed by using a fastfix anchor (smith & nephew).there was no adverse patient consequence nor time delay reported.